Event description:
Nurse connected finger sensor to spo2 [saturation of peripheral oxygen] cable and did not receive a reading. Finger sensor replaced and reconnected, no reading provided. Nurse replaced cable and connected to finger sensor and received spo2 reading. This resulted in a delay in care to the patient, no known patient harm at this time.